Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 250 units. Additionally, it was reported that prior to the alarm, the pump requested for the user to load the cartridge again. The user declined further troubleshooting, loaded a new cartridge successfully, and resumed insulin delivery. There was no impact to the user's blood glucose level.